Event description:
It was initially reported that the physician's handheld was not working. A company rep went to the site to troubleshoot the issue. The handheld was frozen on the (B)(4) invent screen. A soft reset was performed, the handheld screen went black but when the screen came back, it was on the (B)(4) invent screen and did not progress further. The flash card was re-seated but it did not resolve the issue. The main and back-up batteries were removed but that did not resolve the issue. The handheld and software were returned to the MFR for eval. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specs. An analysis was performed on the returned handheld and a likely cause for the reported complaint was identified. During the analysis, a broken solder connection near the main battery terminal was identified. The broken solder connection can prevent the main battery from making good electrical contact with the pcb allowing the handheld to loose power intermittently, causing it to hang on the (B)(4) invent screen. No further anomalies associated with the hhd were identified during the analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.